Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during the follow up, that the patient¿s peritoneal dialysis catheter was not being removed. The peritoneal dialysis therapy was ongoing and the patient was told that they would not be able to perform hemodialysis therapy due to the patient¿s unrelated medical issues. At the time of this report, the patient was hospitalized due to those issues. The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The treatment for the peritonitis was unknown. The patient was discharged from the hospital three days after admission. On an unknown date, the patient was readmitted to the hospital for the event. At the time of this report, the patient remained hospitalized. The patient's catheter will be removed and therapy will be discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.